Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter had experienced high blood glucose level. The customer¿s blood glucose was 501 mg/dl. It was reported that the sensor was failed and also stated that the sensor was updating and was running a high. The customer¿s mother declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.